Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709, lot# l58356, implanted: (B)(6) 1999, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Consumer reported the pump was alarming or beeping. The drugs being delivered via the device system were hydromorphone 9.004 mg/day, clonidine 216.11 ug/day, and baclofen 643832 ug/day. The concentrations of the drugs were not provided. The indication for use was noted as non-malignant pain. The patient heard both a non-critical and then a critical pump alarm. On (B)(6) 2015 the patient heard a one tone beep and saw the personal therapy manager (ptm) code 8254. On (B)(6) 2015 a critical alarm was heard and confirmed code 8286 (empty reservoir) on their ptm. No symptoms were reported. The ptm would not let the patient get the bolus because of the code. Therapy dates and interventions were not reported; additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow-up report will be sent.